Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer was assisted in performing displacement test and the insulin pump passed. The customer was advised to disconnect from the insulin pump until the replacement insulin pump arrives. The insulin pump will be replaced and will not be returned for analysis.